Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) was unable to reproduce the reported problem, and the insufflator was determined to be a working unit. It was noted that the issue was related to the utilization of the smoke evac line.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, higher co2 levels than normal were observed by the anesthesiologist. Levels were still within tolerance and attributed to body habitus. The smoke evacuation was reported to be on auto. The procedure was completed robotically, and the patient was noted to be doing well with no long-term effects. It is unknown as to why the levels were higher than normal and if any intervention was required as a result of this event. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.